Event description:
On (B)(6) 2013, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultrasmart meter read inaccurately high compared to his feelings and another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The patient¿s wife reported that on (B)(6) 2013 at 11:31pm, the patient obtained a blood glucose reading of ¿255 mg/dl¿ with the subject meter. During the follow-up call, the reporter informed the csr that normal/typical blood glucose readings for the patient at that time of the day were between ¿180 and 200 mg/dl¿. The patient manages his diabetes with novorapid and levemir insulin. The reporter stated that the patient injects one unit of insulin for ¿each bread unit¿. At the time he obtained the reading of ¿255 mg/dl¿, the patient administered 14 units of novorapid insulin and his set dose of 30 units of levemir. It is not known if the patient made any adjustments to the novorapid dose in response to the ¿255 mg/dl¿ reading. Approximately 4 hours after testing with the subject meter, the reporter claimed she was awoken when the patient hit her with his arm. The patient¿s spouse reported that the patient was ¿sweating and senseless¿. The reporter informed the csr that the patient obtained blood glucose readings of ¿52, 64, 55, 43 and 66 mg/dl¿ with another device (onetouch ultraeasy); however, it is not clear if the readings were obtained at the time the spouse found the patient symptomatic. The reporter stated, she treated the patient with dextrose and confirmed his symptoms abated approximately 20 minutes later. During the follow-up call, the reporter reported that on the morning of (B)(6) 2013; approximately 4-5 hours after onset of symptoms and treatment, the patient obtained a result of ¿440 mg/dl¿ with the subject meter. It is not known if the patient tested with any other device within 30 minutes of obtaining the reading. At the time of the initial call to lfs, the patient¿s wife reported that the patient obtained blood glucose readings of ¿350 mg/dl¿ with the subject meter and ¿260 mg/dl¿ on another device (ot ultraeasy meter). The date/time of the meter comparison was not provided, nor was the csr able to confirm if the meter results were obtained within 30 minutes of each other. At the time of troubleshooting, the cca noted that the reporter did not have control solution or test strips available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia after obtaining an elevated blood glucose reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.